Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that after a pulse field ablation (pfa) procedure with the farawave catheter to treat atrial fibrillation (a fib), the patient experienced an effusion. A cardiac tamponade was confirmed. The surgeon localized the tamponade spot in the left atrial appendage. The device is not expected to be returned for analysis due to disposal.